Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at sensor insertion site with a discrepancy between sensor glucose and blood glucose values that triggered insulin to suspend on low sensor glucose value and calibration not accepted alert. The customer reported blood glucose value of 250 mg/dl and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was performed for inaccurate reading and the difference between the sensor glucose of 95 mg/dl and blood glucose of 250 mg/dl was out of the acceptable range. Troubleshooting was partially performed for hyperglycemia event and customer was not using the auto mode/smartguard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported event. Customer did not wish to continue troubleshooting. Troubleshooting was performed for sensor alert and sensor best practice discussion topics were reviewed. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.